Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Image review cannot be performed as the images are not interpretable. Medical records were provided and reviewed. Approximately one-year post deployment, an unsuccessful attempt to retrieve the filter was happened. Inferior vena cavography revealed that the filter was somewhat out of tilt. Following month, another unsuccessful attempt was made to retrieve the filter. Following six years later, examination indicated thrombus extending to the level of ivc filter along with a right lower lobe pulmonary embolus. CT scan were reviewed, there was severe multifocal filter penetration involving the aorta, vertebral body, and retroperitoneum. There was fracture of one filter arm superiorly with a portion that remains intraluminal. There was focal high-grade stenosis of the ivc along and above the filter apex, and there was a nearly occlusive filling defect within the filter cone. Therefore, the investigation is confirmed for the filter limb perforation of the ivc wall, detachment of filter limb, retrieval difficulties and post implant pe. Therefore, the investigation is inconclusive for filter tilt and occlusion of the ivc filter. During the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter perforation and limb detachment. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 2907,4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded, detached, perforated, tilted and embedded in the wall of ivc. It was further reported that the ivc occluded and filter struts penetrating through vena cava and into aorta and spine. The filter struts were embedded in vertebra and resulted in complex retrieval. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter occluded, detached, perforated, tilted and embedded in the wall of ivc. It was further reported that the ivc occluded and filter struts penetrating through vena cava and into aorta and spine. The filter struts were embedded in vertebra and resulted in complex retrieval. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Image review cannot be performed as the images are not interpretable. Medical records were provided and reviewed. Approximately one-year post deployment, an unsuccessful attempt to retrieve the filter was happened. Inferior vena cavography revealed that the filter was somewhat out of tilt. Following month, another unsuccessful attempt was made to retrieve the filter. Following six years later, examination indicated thrombus extending to the level of ivc filter along with a right lower lobe pulmonary embolus. CT scan were reviewed, there was severe multifocal filter penetration involving the aorta, vertebral body, and retroperitoneum. There was fracture of one filter arm superiorly with a portion that remains intraluminal. There was focal high-grade stenosis of the ivc along and above the filter apex, and there was a nearly occlusive filling defect within the filter cone. Therefore, the investigation is confirmed for the filter limb perforation of the ivc wall, detachment of filter limb, retrieval difficulties and post implant pe. Therefore, the investigation is inconclusive for filter tilt and occlusion of the ivc filter.during the first retrieval attempt, there was no report of additional issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter perforation and limb detachment. However, based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Adverse event problem: (device: 2907,4001).

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, an unsuccessful attempt to retrieve the filter was happened. Inferior vena cavography revealed that the filter was somewhat out of tilt. Following month, another unsuccessful attempt was made to retrieve the filter. Following six years later, examination indicated thrombus extending to the level of ivc filter along with a right lower lobe pulmonary embolus. CT scan were reviewed, there was severe multifocal filter penetration involving the aorta, vertebral body, and retroperitoneum. There was fracture of one filter arm superiorly with a portion that remains intraluminal. There was focal high-grade stenosis of the ivc along and above the filter apex, and there was a nearly occlusive filling defect within the filter cone. Therefore, the investigation is confirmed for the filter tilt, filter limb perforation of the ivc wall, detachment of filter limb, occlusion of the filter and post implant pe. Multiple attempts to retrieve the filter might have caused the perforation of filter limbs in the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, perforated, tilted and embedded in the wall of ivc. It was further reported that the ivc filter occluded with struts penetrating through vena cava and into aorta and spine. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced pain; however, the current status of the patient is unknown.